Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was feeling dizzy, had cramps and suspected hypoglycemia. Her cgm displayed 91 mg/dl; however, her bg was 45 mg/dl. She took some jelly beans, was evaluated by a healthcare personnel (hcp) that was teaching at the school when the event occurred and the school nurse. The patient received a total of 6 dextrose plates. At the time of contact, the patient was feeling weak. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.